Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer used an insulin pen as a backup, and the decision was made by technical support to replace the pump as it was still under warranty.